Event description:
Reportable based on device analysis completed on 17oct2023. It was reported that advancing difficulties were encountered. Vascular access was obtained via contralateral approach. The 90% stenosed target lesion was located in superficial femoral artery. After a 7f long sheath was inserted, a 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, when the balloon was put into the sheath, the balloon failed to come out well at the end of the sheath. After pushing multiple times, the balloon was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported. However, returned device analysis revealed balloon longitudinal torn.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 45mm in length and extended from a position 39mm proximal of the distal markerband to 5mm distal of the distal markerband. The recommended introducer/guide sheath size for this device as per mustang product is minimum 5fr sheath. The sheath used by the customer was not returned for analysis. During analysis the investigator was unable to insert the device through a boston scientific 5fr sheath due to the longitudinal tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.